Event description:
It was reported that the pt experienced an underdose with increased baseline pain. Volume discrepancies were noted with the actual residual volume being greater than the expected residual volume. Over the last couple of refills, the actual residual volume has been creeping up; erv 3 - arv 5; erv 3 - arv 6; erv 3 - arv 11. A pump motor stall was confirmed with numerous stalls and recoveries in the event logs. The pump was used to deliver morphine and bupivicaine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).